Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In the initial report, the device manufacture date provided (04/21/2011) was incorrect. The correct date of manufacture is 04/26/2011 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification unit was examined and tested at the customer location by an amo field service specialist (fss). The fss reviewed the error logs and found two incidents of 2012 errors. No action is taken at this time for the errors and customer will monitor and report any further errors. The fss performed an annual preventative maintenance (pm). As part of the pm, the filters, o-rings and batteries were replaced. During pm, the fss found the footpedal was not working properly as the up and down position would not register. The footpedal was replaced. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
An abbott medical optics field service specialist reported that during an annual preventative maintenance of a (B)(6) phacoemulsification system, the system's error log indicated there were two incidents of 2012 errors. This is two of two reports.